Event description:
The customer's mother reported on (B)(6) 2014 at 6:56 am she activated a new pod. At 12:19 pm the pod was deactivated.

Manufacturer narrative:
The returned product was evaluated and no product defect or manufacturing deficiency was found. An air bubble, equal to 10 insulin units in size, was found in the insulin reservoir. This most likely occurred during the fill process. User error is therefore considered to have contributed to the reported hyperglycemia.